Event description:
It was reported that, during a shoulder procedure, a healicoil anchor was about to be inserted but got stuck inside the cannula and ended up snapping completely. Surgeon used fibertape. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the returned device and the reported incident. A review of the customer provided video appears to show a proud healicoil knotless peek distal tip separating from the shaft. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.